Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported problem 'power up issues will not stay on' was reproduced during evaluation. Evaluation determined the causality to be depressed battery contact pins. The rear case was required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had power up issues and will not stay on. There was no known patient injury or medical intervention associated with this event. No additional information is available.